Event description:
It was reported by the distributor that they received a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The pt stated that she performed a site change. When removing the set she found that a portion of the cannula was not attached and thought it may have been left under the skin. The pt could not confirm or deny that the cannula was still under the pt's skin. The pt reported to doctor who referred the pt to a surgeon. Surgeon recommended no action. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.